Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer was using a computer usb port instead of the tandem wall adapter; however, connecting the charging cable to a known working outlet using the wall adapter did not resolve the issue. Customer was instructed to keep the setup for at least 30 minutes, and technical support planned to follow up. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.